Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market clinical dept requested medical records which were not provided. This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. The device was not returned to the manufacturer for physical evaluation, and the lot # was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months prior to this event. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specifications.

Event description:
The peritoneal dialysis (pd) patient's nurse reported the patient was hospitalized for unknown reason from (B)(6) 2013. While she was in the hospital, it was discovered that patient had peritonitis. Medical records were requested for this event, but were not able to be located.